Manufacturer narrative:
(B)(4). Additional information: one used transfer set was received with no cap on spike and no cap on connector in reference to a connection issue. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with no leak noted. During visual inspection, no manufacturing abnormalities were noted. This report was not confirmed in the lab. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A baxter sales representative reported that a uv-flash transfer set separated from a solution bag while the patient was sleeping. The connector's cover was not used. No injury or medical intervention was reported.